Manufacturer narrative:
Device records evaluated, no trends identified. Original contact received 8/24/2006. Additional information received and evaluated 05/02/2007. MDR submitted 05/30/2006 based on this additional information received, however, not enough information was available to determine if event necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This report is considered closed unless additional relevant information is received.

Event description:
Consumer reported product applied to scar and developed skin problems at scar and other areas since product use. Saw hcp and received treatment. Consumer states that after using the product on a scar it did look raised went to dr. And he said to use cortisone. Six months later, consumer is reporting to be having major problems with skin. It seems to be glued together. Consumer states she used 2 or 3 strips of prod 1 time on scar from tummy tuck in 2004 and her skin "turned inward" on her stomach where she had a tummy tuck. She was initially given cortisone cream. She states her symptoms have come and gone over the past 2 years. Unable to determine if event necessitated medical or surgical intervention to impairment of a body function or permanent damage to a body structure based on the information received.